Manufacturer narrative:
H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the float alarm will keep running but does not alarm at all. There was no patient involvement.

Manufacturer narrative:
H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was not confirmed. Preventative service was performed as the device was in used condition. The device passed all testing following maintenance.